Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 290 mg/dl. The customer did not experience any symptoms of high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of incident. Customer alleged that the insulin pump was under delivering because customer got so much insulin. Customer stated that the insulin pump passed high pressure test. No further patient complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.